Event description:
It was reported that the stimulation device was nonfunctional. It was noted that the patient needed to replace the broken stimulation device.

Manufacturer narrative:
Concomitant medical products: product ID: 37702, serial# (B)(4), implanted: (B)(6) 2008, product type: implantable neurostimulator. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 37742, serial# (B)(4), product type: programmer, patient. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. (B)(4).